Event description:
Customer called to report high blood glucose. Stated the customer decided to check the pump, so the customer disconnected and ran 10u prime, the insulin was not exciting. Then, the customer removed the reservoir and pushed the plunger, the insulin exited. Customer reinserted the reservoir and prime another 10u, and no insulin exited at all. Customer declined to perform further troubleshooting. Device was not dropped, bumped, or exposed to moisture.